Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted through the sheath via right femoral without issue and the arrow intra-aortic balloon pump (iap-0500) was switched on. Immediately after insertion and activating the pump, blood was observed inside the iab. As a result, the iab was removed and replaced with a new iab without any problems via the same insertion site. Iabp therapy went on as planned successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approximate five minute delay in therapy with no harm to the pt. The pt outcome is okay. Additional info received on (B)(4) 2014 confirmed that the insertion and event both occurred while in the operating room. The iab and sheath were removed together as one unit successfully. The second kit was also an iab-05830-lws.